Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing, inappropriate shocks and pacing inhibition that resulted in greater than two seconds of asystole. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed. An invasive procedure was performed. The lead was surgically abandoned and replaced and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.